Manufacturer narrative:
G4:10mar2021. B4:13mar2021. H11:b5: a covid-19 positive critically ill patient was on philips v60 bipap machine that high priority alarm triggered, with the following alarms showing "check vent: ventilator restarted, check vent: backup alarm failed, check vent: aux supply failed, check 35v supply failed, low inspiratory pressure, oxygen not available." The patient was removed from the machine, supplemental oxygen was used until the patient was emergently intubated a few minutes later. The failure is from a power management (pcba) board failure in the machine, and the unit involved is part of the philips urgent medical device correction alert ((B)(6) 2020 and (B)(6) 2020). This unit and 12 others (13 total) have been taken out of service until philips can replace the pcbas. Philips was contacted on 02/10/2020 to expedite replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 10mar2021.

Event description:
The biomed is reporting the v60 shut down while on a patient. The customer contacted product support and requested for service repair. Review of the diagnostic report (drpt) shows 35volt failure logged. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped. The authorized service engineer (ase) replaced the power management board to address the reported issue.